Event description:
(B)(4) - "the plastic coating of tip was broken in surgery. Attachment is photo for you reference."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.